Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low or high blood glucose on (B)(6) 2019 with blood glucose of approximately 120 mg/dl at the time of the incident, but they were not sure. The customer was at 55 mg/dl the day before the call. The customer did not mention how they were treated. The customer experienced symptoms such as severe constipation that they felt was diabetes related. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported issues with infusion set tape not adhering. The insulin pump will not be returned for analysis.